Manufacturer narrative:
Date of event: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported silicone from an unknown bd ultra-fine ii 0.5 ml insulin syringe barrel is being injected into patient's eyes. The unknown bd ultra-fine ii 0.5 ml insulin syringes are prefilled for retinal injections. In addition, it was also reported there were almost 20 retinal specialists that are using this treatment and all are experiencing these issues which cause "floaters" and an increase in ocular pressure. There was no report of medical intervention.

Manufacturer narrative:
Date received by manufacturer correction. The date received by manufacturer field has been updated to reflect the corrected date of 01/30/2018.

Manufacturer narrative:
Investigation results: severity: s3; occurrence: unable to perform complaint lot history check due to unknown lot number. Unable to perform DHR check due to unknown lot number. Investigation summary: customer returned four loose 3/10cc, 8mm syringes. Customer states that silicone from the syringe barrel is being injected into patients' eyes. All syringes were returned in a plastic bag labeled ¿avastin samples¿ with approximately 5 units of a clear liquid inside the barrel. All samples were examined and no foreign matter was observed on any of the samples, in any of the samples, or in the liquid in the barrel. A small portion of the liquid material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of a water based material such as saline solution. No silicone was observed in the spectrum of the clear liquid material in the barrel. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as the water based material would not have been acquired during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.